Event description:
It was reported that during a stent placement procedure through left iliac artery, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency endovascular stent graft products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and video were provided for review. The investigation of the reported event is currently underway. Expiration date: 01/2024.

Event description:
It was reported that during a stent placement procedure through left iliac artery, the device allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample has not been returned yet to the investigation site . No manufacturing issues were identified. Based on the evaluation of the pictures an outer sheath fracture and deployment failure could be confirmed. In this case, the system was flushed and appropriately sized accessories were used. Additionally the user confirmed that the stent graft was placed in a straight section of the lumen. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. H10: d4 (expiration date: 01/2024), g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure through left iliac artery, the device allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. In the physical sample provided, the outer sheath was fractured 30mm from the proximal end. The stent graft was completely loaded. Based on the evaluation of the pictures and the videos sent by the client an outer sheath fracture and deployment failure could be confirmed. Based on the investigation of the provided information, the investigation is closed as confirmed for sheath fracture and deployment failure. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency endovascular stent graft products are identified in d2 and g4. H10: d4 (expiration date: 01/2024), g3. H11: g1, h6(method, result) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.